Event description:
It was reported that tandem mobi pump generated cartridge alarm during insulin delivery, and caller stated that issue did not cause blood glucose to exceed reported limit. There was no adverse impact to the customer's blood glucose level. Customer had already resolved issue by loading new cartridge, successfully resumed insulin therapy, and followed technical support instruction to remove cartridge and deliver 9-unit bolus with understanding that insulin on board would be affected, after which issue was considered resolved with no further actions reported.